Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient has worked with manufacturer representative and had adjustments in the past. It was reported that the device was just adjusted so that it was hitting where it was supposed to but it went back to not hitting the spot it was supposed to on (B)(6) 2018. The patient was supposed to feel stimulation in their lower back but was currently feeling stimulation in their abdomen. The consumer turned stimulation off and then when they turned stimulation back on it ¿went from 0 to 100.¿ the patient tried groups a, b, and c. When the patient went to use the other programs stimulation was extremely too high and unbearable. The patient was afraid to use the device. They did not have multiple programs in those groups. The patient had not been able to exercise and use the device. During the call, the consumer turned stimulation on. Stimulation cam on at 3.3 and was said to be too high and felt in the patient¿s abdomen and left leg. The consumer decreased stimulation to 2.8 and was not feeling stimulation in their low back. No further complications were reported.